Event description:
It was reported that during postoperative programming, contacts 0/3 indicated <(><<)>50 ohms. The impedance measurement was run at 1.0v, 240 microseconds and 14 hertz. It was noted that the implantable neurostimulator was not interrogated prior to the replacement surgery (refer to manufacturer report #3004209178-2013-12081). There were no prior impedance measurements available as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v388998, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).